Event description:
It was initially reported that when systems and normal mode diagnostics were performed, it resulted in 7/limit/high. Patient is non-verbal, but mother stated that when patient has seizures, he will fall. The patient's device was said to not have been checked in over a year, which was with a previous physician. According to the parents, the patient hasn't been checked in over a year due to transitioning from a different neurologist to the current one. The patient was new to the site. The patient has been experiencing an increase in seizures above his pre-vns baseline levels since (B) (6) or (B) (6) of 2008. The increase was noted to be proceeded by a fall. The neurologist has not ruled out the fall as a contributing factor to the reported high impedence. The patient's device was programmed off and x-rays were ordered. The patient was referred to neurosurgeon for consult on revision surgery. The x-ray films have not been sent to the manufacturer at this time. It is not known if the patient has been scheduled for revision surgery at this time. Search in-house programming database for patient history. Battery life calculation was performed and resulted in 6.75 years until eri=yes. The cause for the increase in seizures is unknown at this time, but could be related to the high impedance event. The cause for the impedance is unknown at this time, but could be related to the patient's reported fall.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute to a death or serious injury.